Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (will not power on) was confirmed. The evaluation of the monitor confirmed the c1 capacitor on the computer/analog pca was shorted, causing thermal damage to the ca board. The root cause for the shorted c1 capacitor could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.